Manufacturer narrative:
(B)(4). D10: 00584202208 - articular surface size 2 8 mm height femoral size a,b,c,d,e,f,g - 64407673 00584201302 - femoral component high flex precoat for cemented use only right medial/left lateral - 64142280. 6197-1-001 - stryker cement - tha036. G2 : foreign country: hong kong. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right medial unicompartmental knee arthroplasty. Approximately 2 years post-op, the patient was revised due to pain, aseptic tibial loosening, and tibial subsidence. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records and radiographs were provided and reviewed by a healthcare professional. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.